Manufacturer narrative:
Correction: h6 coding.

Event description:
It was reported that during remote follow-up, the insertable cardiac monitor (icm) exhibited increased r-waves. Unspecified over-sensing was noted as a result. Programming changes were performed, and the icm was sensing appropriately. There were no patient consequences.